Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. It was also reported that the customer experienced an elevated blood glucose (bg) level of 250-"high" although specific value not provided. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.